Event description:
It was reported via remote transmission, non-sustained lead noise due to post-paced t wave oversensing was observed. Programming changes were recommended and will be performed at next follow-up visit. Patient was fine and will be monitored.

Event description:
New information received notes that programming changes were made in the past. Non-sustained oversensing due to post-paced t wave oversensing was observed again via remote transmission. Programming changes were recommended.